Event description:
The account alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail has a broken center arm assembly. The technician replaced the side rail center arm assembly to resolve the issue.